Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy. It was also reported that the patient underwent excision of mesh, removal of prolene sutures, placement of bilateral uterosacral ligament sutures, cystoscopy and pudendal nerve block on (B)(6) 2014 by (B)(6).

Event description:
It was reported that the patient concurrently underwent cystoscopy. It was also reported that the patient underwent excision of mesh, removal of prolene sutures, placement of bilateral uterosacral ligament sutures, cystoscopy and pudendal nerve block on (B)(6) 2014 by (B)(6).